Manufacturer narrative:
Bayer case number: (B)(4). A trace of the implants was found [device breakage] found one of the two implants implanted in the uterine muscle [uterine perforation post procedural] the second one folded in a stirrup on a fallopian tube [device dislocation] the insertion was monstrous, it was terribly painful [procedural pain] joint pain [joint pain] pain in groin [pain groin] pain in the pelvis [pelvic pain female] difficulty walking [difficulty in walking] irregular bleeding [genital bleeding] hair loss [hair loss] incorrectly performed insertion [device placement at incorrect location] one part from the uterus had broken and migrated to the wall of my intestines [device dislocation into abdominal cavity]. Case narrative: this spontaneous case describes the occurrence of device breakage ("a trace of the implants was found") and uterine perforation ("found one of the two implants implanted in the uterine muscle") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced procedural pain ("the insertion was monstrous; it was terribly painful"). Essure was removed in 2021. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), device dislocation ("the second one folded in a stirrup on a fallopian tube"), arthralgia ("joint pain"), groin pain ("pain in groin"), pelvic pain ("pain in the pelvis"), gait disturbance ("difficulty walking"), genital haemorrhage ("irregular bleeding"), alopecia ("hair loss"), device placement issue ("incorrectly performed insertion") and device dislocation into abdominal cavity ("one part from the uterus had broken and migrated to the wall of my intestines"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for device breakage, uterine perforation, device dislocation, procedural pain, arthralgia, groin pain, pelvic pain, gait disturbance, genital haemorrhage and alopecia were unknown. The reporter considered alopecia, arthralgia, device breakage, device dislocation, device dislocation into abdominal cavity, device placement issue, gait disturbance, genital haemorrhage, groin pain, pelvic pain, procedural pain and uterine perforation to be related to essure administration. The reporter commented: in 2013, I was over 40, I had already had children, I thought about stopping contraception. I was thinking about tubal ligation, but my gynecologist advised the implants and pointed me to an obstetrician who had been inserting them for several year. That was when the nightmare began for patient. A nightmare that would last for eight years. At my first appointment, the obstetrician explained that the insertion was performed without anesthetic. I know myself, I know how sensitive I am, I told him that it was out of the question for me, and I asked him to be sedated as a minimum. That was the agreement, but on the day of the intervention I wasn¿t sedated,¿ she says. The insertion was monstrous. To get through the cervix, he forced it; to penetrate each fallopian tube, he forced it. And then he had to turn the implants; it was terribly painful. I associate it with torture not only was the deed performed, according to her, with a total disregard for the patient¿s wishes, but it also turned out to be a failure. After the insertion, patients reports pain ¿comparable to childbirth¿. And at a check-up x-ray, only one of the two implants was located. In (B)(6) 2014, patient went to different obstetrician, who, on examination, found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn¿t touch it and proceeded to perform tubal ligation in order to ensure that patient at least had the sterility she wanted. We noticed that the two implants were wandering around inside my body. The one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls my uterus, fallopian tubes and ovaries had to be removed. That couldn¿t be done by endoscopy. A thirty centimetre stretch of my stomach was opened up. The obstetrician was able to remove all the pieces of the implant which had broken. That doctor was an extraordinary person, full of kindness and respect for women. Since then, I have come back to life!¿ she says, full of appreciation. According to him, the main cause of the problems encountered by the women who had the implants comes from an incorrectly performed insertion, as in the case of patient. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (dates unknown): only one of the two implants was located and a trace of the implants was found, and they had moved in her body. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). A trace of the implants was found [device breakage]. Found one of the two implants implanted in the uterine muscle [uterine perforation post procedural]. The second one folded in a stirrup on a fallopian tube [device dislocation]. The insertion was monstrous, it was terribly painful [procedural pain]. Joint pain [joint pain]. Pain in groin [pain groin]. Pain in the pelvis [pelvic pain female]. Difficulty walking [difficulty in walking]. Irregular bleeding [genital bleeding]. Hair loss [hair loss]. Incorrectly performed insertion [device placement at incorrect location]. One part from the uterus had broken and migrated to the wall of my intestines [device dislocation into abdominal cavity]. Case narrative: this spontaneous case describes the occurrence of device breakage ("a trace of the implants was found") and uterine perforation ("found one of the two implants implanted in the uterine muscle") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced procedural pain ("the insertion was monstrous, it was terribly painful"). Essure was removed in 2021. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), device dislocation ("the second one folded in a stirrup on a fallopian tube"), arthralgia ("joint pain"), groin pain ("pain in groin"), pelvic pain ("pain in the pelvis"), gait disturbance ("difficulty walking"), genital haemorrhage ("irregular bleeding"), alopecia ("hair loss"), device placement issue ("incorrectly performed insertion") and device dislocation into abdominal cavity ("one part from the uterus had broken and migrated to the wall of my intestines"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for device breakage, uterine perforation, device dislocation, procedural pain, arthralgia, groin pain, pelvic pain, gait disturbance, genital haemorrhage and alopecia were unknown. The reporter considered alopecia, arthralgia, device breakage, device dislocation, device dislocation into abdominal cavity, device placement issue, gait disturbance, genital haemorrhage, groin pain, pelvic pain, procedural pain and uterine perforation to be related to essure administration. The reporter commented: in 2013, I was over 40, I had already had children, I thought about stopping contraception. I was thinking about tubal ligation, but my gynecologist advised the implants and pointed me to an obstetrician who had been inserting them for several year. That was when the nightmare began for patient. A nightmare that would last for eight year. At my first appointment, the obstetrician explained that the insertion was performed without anesthetic. I know myself, I know how sensitive I am, I told him that it was out of the question for me, and I asked him to be sedated as a minimum. That was the agreement, but on the day of the intervention I wasn¿t sedated,¿ she says. The insertion was monstrous. To get through the cervix, he forced it; to penetrate each fallopian tube, he forced it. And then he had to turn the implants; it was terribly painful. I associate it with torture not only was the deed performed, according to her, with a total disregard for the patient¿s wishes, but it also turned out to be a failure. After the insertion, patients reports pain ¿comparable to childbirth¿. And at a check-up x-ray, only one of the two implants was located. In february 2014, patient went to different obstetrician, who, on examination, found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn¿t touch it, and proceeded to perform tubal ligation in order to ensure that patient at least had the sterility she wanted. We noticed that the two implants were wandering around inside my body. The one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls my uterus, fallopian tubes and ovaries had to be removed. That couldn¿t be done by endoscopy. A thirty centimetre stretch of my stomach was opened up. The obstetrician was able to remove all the pieces of the implant which had broken. That doctor was an extraordinary person, full of kindness and respect for women. Since then I have come back to life!¿ she says, full of appreciation. According to him, the main cause of the problems encountered by the women who had the implants comes from an incorrectly performed insertion, as in the case of patient. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (dates unknown): only one of the two implants was located and a trace of the implants was found, and they had moved in her body. The following amendment was made: upon internal review primary reporter other health professional has been changed to other. No new follow-up information was received from the reporter. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) a trace of the implants was found [device breakage], found one of the two implants implanted in the uterine muscle [uterine perforation post procedural] , the second one folded in a stirrup on a fallopian tube [device dislocation], the insertion was monstrous, it was terribly painful [procedural pain] , joint pain [joint pain] , pain in groin [pain groin] , pain in the pelvis [pelvic pain female], difficulty walking [difficulty in walking] , irregular bleeding [genital bleeding] , hair loss [hair loss] , incorrectly performed insertion [device placement at incorrect location] , one part from the uterus had broken and migrated to the wall of my intestines [device dislocation into abdominal cavity]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("a trace of the implants was found") and uterine perforation ("found one of the two implants implanted in the uterine muscle") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. In (B)(6)2013, the patient had essure inserted. In (B)(6)2013 she experienced procedural pain ("the insertion was monstrous; it was terribly painful"). Essure was removed in 2021. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), device dislocation ("the second one folded in a stirrup on a fallopian tube"), arthralgia ("joint pain"), groin pain ("pain in groin"), pelvic pain ("pain in the pelvis"), gait disturbance ("difficulty walking"), genital haemorrhage ("irregular bleeding"), alopecia ("hair loss"), device placement issue ("incorrectly performed insertion") and device dislocation into abdominal cavity ("one part from the uterus had broken and migrated to the wall of my intestines"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for device breakage, uterine perforation, device dislocation, procedural pain, arthralgia, groin pain, pelvic pain, gait disturbance, genital haemorrhage and alopecia were unknown. The reporter considered alopecia, arthralgia, device breakage, device dislocation, device dislocation into abdominal cavity, device placement issue, gait disturbance, genital haemorrhage, groin pain, pelvic pain, procedural pain and uterine perforation to be related to essure administration. The reporter commented: in 2013, I was over 40, I had already had children, I thought about stopping contraception. I was thinking about tubal ligation, but my gynecologist advised the implants and pointed me to an obstetrician who had been inserting them for several year. That was when the nightmare began for patient. A nightmare that would last for eight years. At my first appointment, the obstetrician explained that the insertion was performed without anesthetic. I know myself, I know how sensitive I am, I told him that it was out of the question for me, and I asked him to be sedated as a minimum. That was the agreement, but on the day of the intervention I wasn't sedated,¿ she says. The insertion was monstrous. To get through the cervix, he forced it; to penetrate each fallopian tube, he forced it. And then he had to turn the implants; it was terribly painful. I associate it with torture not only was the deed performed, according to her, with a total disregard for the patient¿s wishes, but it also turned out to be a failure. After the insertion, patients reports pain ¿comparable to childbirth¿. And at a check-up x-ray, only one of the two implants was located. In (B)(6) 2014, patient went to different obstetrician, who, on examination, found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn't touch it and proceeded to perform tubal ligation in order to ensure that patient at least had the sterility she wanted. We noticed that the two implants were wandering around inside my body. The one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls my uterus, fallopian tubes and ovaries had to be removed. That couldn't be done by endoscopy. A thirty centimetre stretch of my stomach was opened up. The obstetrician was able to remove all the pieces of the implant which had broken. That doctor was an extraordinary person, full of kindness and respect for women. Since then, I have come back to life!¿ she says, full of appreciation. According to him, the main cause of the problems encountered by the women who had the implants comes from an incorrectly performed insertion, as in the case of patient. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (dates unknown): only one of the two implants was located and a trace of the implants was found, and they had moved in her body. Further company follow-up with the healthcare professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). A trace of the implants was found [device breakage]. Found one of the two implants implanted in the uterine muscle [uterine perforation post procedural]. A trace of the implants was found, and they had moved in her body [intestinal perforation] . The second one folded in a stirrup on a fallopian tube [device dislocation] . The insertion was monstrous, it was terribly painful [procedural pain] . Joint pain [joint pain] . Pain in groin [pain groin] . Pain in the pelvis [pelvic pain female] . Difficulty walking [difficulty in walking] . Irregular bleeding [genital bleeding] . Hair loss [hair loss] . Incorrectly performed insertion [device placement at incorrect location] . One part from the uterus had broken and migrated to the wall of my intestines [device dislocation into abdominal cavity] . Case narrative: this spontaneous case describes the occurrence of device breakage ("a trace of the implants was found"), uterine perforation ("found one of the two implants implanted in the uterine muscle") and intestinal perforation ("a trace of the implants was found, and they had moved in her body") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced procedural pain ("the insertion was monstrous; it was terribly painful"). Essure was removed in 2021. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), intestinal perforation (seriousness criterion medically important), device dislocation ("the second one folded in a stirrup on a fallopian tube"), arthralgia ("joint pain"), groin pain ("pain in groin"), pelvic pain ("pain in the pelvis"), gait disturbance ("difficulty walking"), genital haemorrhage ("irregular bleeding"), alopecia ("hair loss"), device implantation error ("incorrectly performed insertion") and device dislocation into abdominal cavity ("one part from the uterus had broken and migrated to the wall of my intestines"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for device breakage, uterine perforation, intestinal perforation, device dislocation, procedural pain, arthralgia, groin pain, pelvic pain, gait disturbance, genital haemorrhage and alopecia were unknown. The reporter considered alopecia, arthralgia, device breakage, device dislocation, device dislocation into abdominal cavity, device implantation error, gait disturbance, genital haemorrhage, groin pain, intestinal perforation, pelvic pain, procedural pain and uterine perforation to be related to essure administration. The reporter commented: in 2013, I was over 40, I had already had children, I thought about stopping contraception. I was thinking about tubal ligation, but my gynecologist advised the implants and pointed me to an obstetrician who had been inserting them for several year. That was when the nightmare began for patient. A nightmare that would last for eight years. At my first appointment, the obstetrician explained that the insertion was performed without anesthetic. I know myself, I know how sensitive I am, I told him that it was out of the question for me, and I asked him to be sedated as a minimum. That was the agreement, but on the day of the intervention I wasn¿t sedated,¿ she says. The insertion was monstrous. To get through the cervix, he forced it; to penetrate each fallopian tube, he forced it. And then he had to turn the implants; it was terribly painful. I associate it with torture not only was the deed performed, according to her, with a total disregard for the patient¿s wishes, but it also turned out to be a failure. After the insertion, patients reports pain ¿comparable to childbirth¿. And at a check-up x-ray, only one of the two implants was located. In (B)(6) 2014, patient went to different obstetrician, who, on examination, found one of the two implants implanted in the uterine muscle, and the second one folded in a stirrup on a fallopian tube. He didn¿t touch it and proceeded to perform tubal ligation in order to ensure that patient at least had the sterility she wanted. We noticed that the two implants were wandering around inside my body. The one from the uterus had broken and migrated to the wall of my intestines,¿ she recalls my uterus, fallopian tubes and ovaries had to be removed. That couldn¿t be done by endoscopy. A thirty centimetre stretch of my stomach was opened up. The obstetrician was able to remove all the pieces of the implant which had broken. That doctor was an extraordinary person, full of kindness and respect for women. Since then, I have come back to life!¿ she says, full of appreciation. According to him, the main cause of the problems encountered by the women who had the implants comes from an incorrectly performed insertion, as in the case of patient. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (dates unknown): only one of the two implants was located and a trace of the implants was found, and they had moved in her body quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-may-2025: upon receipt of new follow up it was identified that argus cases (B)(4) were duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references events & relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00295). Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.